Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, 1st inratio: 4.x, 2nd inratio: 1.8. Customer called in and stated she thinks their meter is giving "erroneous" results, as one nurse reported very different results after testing one pt twice using the same meter and strips. No info on pt history/medications/conditions.